Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope and weakness approximately six weeks post implant. An atrial lead position check failure was noted. An atrial undersensed beat and far field r-wave (ffrw) oversensing were also noted. The patient was admitted. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.